Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left forearm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. The device was inflated twice at 22 atmospheres, however, during third inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.